Event description:
It was reported that the customer's insulin pump had damage to the drive support cap. The customer stated that the drive support cap was sticking out. The customer's blood glucose was 147 mg/dl. Advised customer to discontinue use of the insulin pump and to not touch the insulin pump. Advised customer to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.